Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Defects leading to this event were unable to be confirmed. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus when the evis exera iii bronchovideoscope was plugged into processor, there was no picture. The light goes on at the distal end, but no picture appears. The issue was observed during preparation for use for an unspecified diagnostic procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The scope was found to have no image. During investigation, a non-olympus plastic distal end cover (c-cover) with a crack from the channel side was observed. Moisture could have penetrated the plastic distal end cover (c-cover) damaging the elements inside. Additionally, the device failed the electrical continuity test @ ol ohm. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.